Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity. The product was reworked and released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg and paddle lead, on (B)(6) 2010. It was reported that the pt felt the paddle lead was uncomfortable and the stimulation was ineffective. The physician explanted the pt's system on (B)(6) 2011. The explanted lead will not be returned to the manufacturer for analysis. No further issues have been reported from the pt.